Manufacturer narrative:
A device history record review was completed for provided material number 305892 and lot number 2404003. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, both picture sample and unused physical samples were returned for evaluation by our quality team. The physical samples were assembled with a bd emerald 2ml syringe; the connection worked properly and the snap clip was activated with no signs of abnormalities. The picture sample also did not show any signs of defect. Based on the investigation results, we were unable to reproduce the reported issue and unable to determine an exact cause. If this issue were to reoccur, we would greatly appreciate the opportunity to analyze the affected samples involved. The syringe used could also be beneficial for testing the connection. Smartslip technology has been introduced to help ensure a secure connection is made with luer slip syringes, the most common syringe design in europe. Smartslip technology is compatible with both luer slip and luer lock connections. The user should closely follow the instructions for use which are unique in recommending that the user push firmly when attaching the needle to the syringe and to be sure that the clip is activated. When attaching to a luer lock connection, the clinician may feel a stronger resistance; however, this is not preventing a connection from being made. A push while twisting method may also be used. If the clinician feels this is too much, alternative safety needle technologies may be available for discussion with your local bd sales or marketing contacts. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.

Manufacturer narrative:
A device history record review was completed for provided material number 305892 and lot number 2404003. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As there have been difficulties with a sample shipment, an investigation has been performed without the physical sample at this time. One (1) picture was provided for evaluation by our quality team; however, the picture shows an eclipse needle attached to a luer lock syringe without any evidence of defect in the picture alone. If the physical sample becomes available for shipment, a revised investigation can be performed. At this time, an exact cause could not be determined for this incident. It is possible that this incident resulted from an incompatibility of devices used. The smartslip technology ¿ has been introduced to help ensure a secure connection is made with luer slip syringes. It has been designed to reduce the risk of needle disengagement from luer slip syringes, which are the most common syringe design (in europe). Smartslip technology is compatible with both luer slip and luer lock connections. We recommend that the instructions for use (IFU) are closely followed as they are unique in recommending the user push firmly when attaching the needle to the syringe and to be sure the clip is activated. When attaching the smartslip technology to a luer lock connection, the clinician may feel a stronger resistance. This is not preventing a connection from being made. A method of pushing whiling twisting may also be used. If the clinician feels the connection is too difficult to make, alternative safety needle technologies can be found within the bd product range. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd needle eclipse s/t leaks. The following information was provided by the initial reporter, translated from spanish to english: textual: "circumstance: when administering vaccines in the vaccine clinic, this needle must be put into the syringe pre-filled with the vaccine. Pre-filled syringe with the vaccine. If this syringe has a thread in the area where the needle meets the needle, when administering the vaccine to the patient through the needle, it is administering the vaccine to the patient through this junction area, the product is lost.